Manufacturer narrative:
The complaint of slow needle retraction was confirmed from the representative 20g insyte autoguard units that were received in sealed packaging from lot #4305273. A functional test showed that the needles fully retracted within the safety shield; however, the retraction time of some units exceeded the 1 second specification. None of the needles remained exposed. A trend has been identified for the reported failure and further actions have been initiated to investigate this type of incident and identify the root cause. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The customer advised that the product has retraction issues while in use on patients.